Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unknown lot number and no device returned: since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Also, since there is not catalog or lot number provided, a device history and complaint history review can not be conducted. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that a biomet screw fractured. The screw was removed with no damage to implant.